Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic paraoesophageal hernia procedure, while dissecting the hernia, there were issues with the monopolar curved shears (mcs), bipolar fenestrated grasper (bfg), and arm cart assemblies (acas). While performing surgical tasks, the mcs was not cutting well, so it was replaced with a new one. The port placement was very close in this procedure, so arm cart assembly 4 (aca4, sn: (B)(6)) would sometimes hit arm cart assembly 3 (aca3, sn: (B)(6)), causing an error saying the trocar was open but it was not actually open. While the bedside assistant was checking the trocar latch, an alarm for an ¿instrument error¿ occurred on the bfg attached to aca4. This disabled tele-operation and bedside control of the bfg, so it had to be removed as a broken instrument. The jaws of the bfg were inspected and it was reattached and reinserted and used for the remainder of the surgery. During undraping, aca3 gave two alarms for "arm error", which blocked utilization of the aca buttons for a few seconds, after which the aca could be used normally. There was a total delay of five minutes. There was no patient injury.